Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a small rack, the screen is blurry with lines and there might be moisture on the screen. Customer's blood glucose level was 13.3 mmol/l at the time of incident. Customer stated that there was no damaged to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly, moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. Device had cracked lcd window, cracked case at display window corners. (B)(4).